Manufacturer narrative:
Reference medwatch 2032227-2015-42783 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's battery drained while she was asleep. The battery did not last more than one week. She changed the infusion set, insulin, and reservoir but did not notice that the cannula was bent outside her skin. The ambulance came because she had a diabetic ketoacidosis. On (B)(6) 2015 the customer went to hospital due to a high blood glucose level. Her blood glucose level was 548 mg/dl. The insulin pump alarmed no delivery and battery out limit. The device was not returned.